Manufacturer narrative:
Customer declined repair.

Event description:
The international customer reported a vent inop air valve liftoff failure. No patient involvement. The manufacturers service technician reported the blower, blower motor controller and power supply required replacement. The customer declined repair.